Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) states the following: "to ensure an optimal result, the entire length of the endoprosthesis must be dilated after deployment with an appropriately sized balloon (table 1). Failure to post-dilate along the entire length of the endoprosthesis may lead to restenosis or graft failure."

Event description:
On october 30, 2023, this patient underwent an endovascular treatment of a pseudoaneurysm at anastomosis site of y-graft in the right common iliac artery using gore® viabahn® endoprosthesis with heparin bioactive surface(viabahn). After the first viabahn was deployed, the second viabahn was delivered proximally. The deployment initiated but the deployment knob became unable to be pulled when the device was deployed approximately 2cm. Attempts were made to deploy the device fully, twisting the device left and right and/or moving the shaft back and forth. As a result, although there was a very strong resistance to pull the deployment line, it expanded little by little. The second viabahn eventually expanded but the distal side of the second viabahn where overlapped with first viabahan appeared to be not fully expanded. Reportedly, the stent inner diameter was approximately 6~7mm. Third viabahn was deployed at the junction. A good blood flow was confirmed on the final angiography. The patient tolerated the procedure. Reportedly, no post dilatation was performed right after the second device deployment because the overlap length between first and second devices was approximately 1cm and it became short if post dilatation was performed. However, post dilatation was performed after third device was placed at the junction, but the distal side of the second device still not fully expanded after post dilatation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.